Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that since the guidewire could not advance when the guidewire was inserted, the guidewire was checked, and it was found that the guidewire was lengthened. There was no reported patient injury. No other information was provided.

Event description:
It was reported that since the guidewire could not advance when the guidewire was inserted, the guidewire was checked, and it was found that the guidewire was lengthened. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire is confirmed. One guidewire within the hoop and one introducer needle were returned for evaluation. The guidewire was returned extending through the needle 4.5 cm past the bevel. The coil wire was elongated at the region extending from the needle tip and proximal to the needle hub. An attempt to remove the guidewire from the distal end revealed it to be stuck. The outer diameter of the guidewire was measured and found to be within manufacturing specification. Microscopic observation of the needle bevel showed material deformation consistent with damage caused by retraction of the guidewire against the needle bevel. The product instructions for use (IFU) cautions state, ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿